Event description:
Initial reporter indicated that the pt's vns was interrogated and found to be set to 0ma. The pt had been at a amusement park and since that time could not feel stimulation. The pt also reported mild pain over her generator site from a ride at the park. The vns was programmed back on and the pt did not report any pain. It is unk if a previous diagnostic test was interrupted changing the pt's settings. Good faith attempts are being made for additional details surrounding the reported event.